Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation. The skin irritation was described as a sore like a little blister that was closed. The patient reported that the hospital he was in put a cream (clotrimazole cream) on the irritation, and provided the cream to the patient. During a follow up call, the patient reported that the irritation healed. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.